Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had high capture threshold and high pacing impedance of 1325 ohms. The lead was capped on (B)(6) 2021. The patient was stable and will continue to be monitored.